Manufacturer narrative:
(B)(4). Per the customer the sample was discarded and the lot number was unknown, therefore no evaluation or batch review could be performed. If additional information becomes available, then a follow up MDR will be submitted.

Event description:
A customer contacted baxter global technical services (gts) regarding assistance with the homechoice (hc) unit during priming. Per the initial report, the home patient (hp) had changed the cassette and not the solution bags. The technical service representative (tsr) explained the setup was compromised and the hp understood. The tsr advised the hp to start over with new supplies. Global product surveillance contacted the peritoneal dialysis nurse (rn) on (B)(6), 2011 regarding the reported alarm. The rn stated that the hp did not have any complications due to the reusing of supplies. There was no patient injury or medical intervention reported.

Manufacturer narrative:
(B)(4). This complaint is for use error - failed to follow therapy steps during use. The patient reported that they changed out the cassette and reused the same solution bags. The problem is confirmed for use error - failed to follow therapy steps, but the assignable cause is undetermined since we are unaware why the patient decided to replace the cassette during therapy. The label review found the patient at home guide to be adequate for the use error in this incident. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue has been escalated to CAPA.